Manufacturer narrative:
No evaluation has been reported to have been completed by a medtronic representative. Site has not confirmed repair.

Event description:
A site representative reported that, while in a cranial resection, when performing a tracer registration that a 1cm imprecision was observed. No additional information was provided. There was no reported delay due to this issue. Though medtronic imaging was aborted, there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the inaccuracy noticed immediately after registration and was noted to be more accurate in the frontal areas, less so over the ears. Only the passive blunt probe was used. The medtronic representative was unable to replicate the inaccuracy during a check of the system.